Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation result: unable to confirm the as reported observation with testing of the product return. The lead passed impedance test. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: unable to confirm the as reported observation with testing of the product return. Lead exhibits normal characteristics. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient while undergoing trial procedure, lead had high impendances. The patient completed the trial procedure. Patient was doing well postoperatively. The lead was sent back.